Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found during device analysis or with the performance data collected and analyzed from the device.

Event description:
It was reported that the device appeared to have possible leakage through the grommet shortly after implant while patient was still on the operative table. The device was removed and replaced with another device. No patient complications have been reported as a result of this event.